Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a primary right total hip on (B)(6) 2016 by dr. (B)(6) on (B)(6) 2016 the patient came in with a fracture below anato stem. Dr. (B)(6) removed anoto stem and ball and placed 4 cables restoration modular system with 32 femoral head.